Manufacturer narrative:
(B)(4). Firing knob, damaged slip block assembly the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 10 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a reversal of ileostomy procedure, the surgeon placed the stapler across the bowl, closed the gun in the pre-firing position, waited fifteen seconds and when he engaged the firing knob, the whole stapler fell apart. Surgeon opened a new same like product and continued with no further issues. Delay ten minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information received: on which firing did this occur? The first. Prior to the device falling apart: did the device staple? No. If yes, was the staple line complete? No. Did the device cut? No. If yes, was the cut line complete? No. Did any pieces of the device fall into the patient? Yes. If yes, were they removed? Yes. Will all pieces of the device be returned? Yes.